Event description:
Clinical events: 1. Dissection of lmt (left main trunk) and lad (left anterior descending coronary artery). 2. Non q wave myocardial infarction. A report was received from an investigator concerning a pt enrolled in study, an open-label study evaluating the effect of rosuvastatin 40mg on atherosolerotic disease, as measured by intravascular ultrasound & quantitative coronary angiography in subjects undergoing coronary angiography with coronary artery disease. Concomitant drugs included acetylsalicylic acid for coronary artery disease, metoprolol tartrate for coronary artery disease, ticlopidine for percutaneous transluminal angioplasty and clarithromycin for pneumonia. The pt had a history of pericarditis, myocardial infarction, unstable angina, hypertension and penicillin allergy. The pt began study drug in 2003 and experienced dissection of lmt and lad (left anterior descending coronary artery) which started in 2005 and non q wave myocardial infarction in 2005. The events occurred during advancing of ivus catheter. The event(s) were considered serious due to hospitalization, life threatening and medically important. The pt recovered without sequelae.